Event description:
While being transferred, the consumer allegedly cut their leg on the end of foley bag hook, requiring staples to close.

Manufacturer narrative:
A facility advised that a user was cut during a transfer from a recliner and requiring staples to close the wound. The pt was reported to have thin skin and was thought to have cut their leg by making contact with this bag hook. No history to suggest product problem. This is an isolated incident. The bag hook purpose is to allow a foley bag to be hung on the chair. Placement of this hook is low to allow drainage and forward to reduce potential of catching and/or entangling tubing while exciting the chair. The hook is located low on the front of the arm end is tight to the side. Nature of complaint suggests a transfer error.